Event description:
Boston scientific received information that the conductor of this right ventricular (rv) lead pulled away from the tip while lasoring it out. Subsequently, the insulation tore away approximately ¾ of the way down from the proximal end, leaving the remaining insulation and tip in the vein. The remnants of the lead were successfully retrieved via a femoral vein approach.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.